Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had 2 motor error alarms and no delivery alarms that occurred together on the insulin pump. Customer's blood glucose was 300 mg/dl. The pump was not exposed to a high magnetic field. The drive support cap was okay. Customer stated that the pump was not damaged or bumped. The customer's alarm history was checked and there were 2 motor error alarms during 3 days. The motor position encoder error alarm was missing in the alarm history. Customer was able to complete the rewind process. Customer was advised to discontinue pump use.